Manufacturer narrative:
The device was not returned, preventing analysis of the physical component failure modes. Multiple fluoroscopic images were provided by the facility in place of the device. Returned images display the pusher/implant in a small format limiting investigation. Images appear to display an intact pusher, with something protruding from its distal end. It cannot be determined whether or not it is foreign material, pusher coils, or implant coils/mono. The condition of the pusher also cannot be properly evaluated through the images. Another image displays a stretched and broken implant. The image appears to contain the marker band with an elongated coil. The condition of the coil and sustained damage cannot be definitively stated. No causation for the reported complaint can be properly identified from the returned images. Images did not provide enough clarity to perform a root cause analysis. Based on the investigation findings and the available information, the reported complaint could not be verified, as the pusher appeared intact. As a result, the root cause of the failure or the product's involvement in the adverse event could not be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that during deployment of the coil, the pusher broke. The pusher was successfully removed with a snare and stent retriever device. There was no reported patient injury. The patient was reported to be fine.